Event description:
It was reported that after the intra-aortic balloon pump was connected to the iab, it began to experience noise and purge failure alarms. As a result of this, the pump was exchanged. There were no pt complications.